Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter was hospitalized on (B)(6) 2018 for hyperglycemia and high blood glucose levels due to possible under delivery of insulin. It was reported that the customer's daughter had high blood glucose levels ranged from 28.9 mmol/l to 33.3 mmol/l. The customer was treated at the emergency room for high blood glucose levels. Troubleshooting was not completed during the call because the customer did not want to troubleshoot for high blood glucose levels. It was reported that the customer was taken off the insulin pump for a few hours and then reconnected this morning however since her blood glucose were reading high, she was taken to the emergency room and was treated with intravenous fluids. Product is not expected to return.